Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient had been having issues charging. The controller charged fine from the wall, however when they disconnected it said "no charge." They had two rechargers and both worked with both units, however it was the controller that was the issue. When they go to charge, it doesn't find the implant and they cannot use any buttons. They tried two rechargers and they were working on both implants so a representative advised the patient receive a replacement controller. The patient was sent a replacement controller. No symptoms were reported. The patient received the replacement controller but thought both of the working controllers now controlled their lumbar implant. The patient was redirected to their healthcare provider. Information was received from a patient regarding an external device. The reason for call was that a representative could not find the ins without the recharger cord attached. When they did connect to the ins with the recharger cord it would show "passive recharge mode" even though the patient's ins was charged at 70%. They tried to charge the ins yesterday for 3 hours and the ins did not increment and the controller did not discharge after 3 hours with "good" quality. The lumbar ins was positioned more to the right side than to the middle of the back and it didn't seem that the ins was laying flat in the pocket because of where it was placed. The ins may be a little more "shallow;" the representative stated that the location of the ins should not matter in this case and they felt that the external equipment should connect regardless of the ins location. The location of the ins was in the curvature of the patient's back and the representative had to press the recharger really hard and they were able to get excellent charge quality. The representative was able to connect using their equipment. A replacement recharger and controller were sent out. Additional information received from the patient. It was reported that the patient had not been able to keep the recharger on the area to charge the ins due to the location. The representative and the patient were not able to view a way to perform this; because of the location, the device lost the connection. They attempted to replace all equipment, took the recharger out of the belt, laid on their stomach with just the paddle on their back, tied towels to make the connection tighter, and attempted to use the paddle next to their skin. The issue was not resolved and no other actions were taken- there was nothing else to be done besides "surgical." The patient connected the controller to the charging paddle in attempt to identify the correct controller; because of the placement, a charge could not be maintained and the controller could not find the device and fully charge. The proper controller was reset by connecting to the recharging paddle and holding the paddle tightly. They used an entire charging cycle to reset the "programming" and no further action was needed with the issue of both controllers controlling the same implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and the patient (pt). It was reported that the product was mailed backed the same day as the surgery (B)(6) 2022. The battery was returned due to depletion and due to being difficult to recharge. The patient noted that surgical intervention occurred to resolve the connection issue with the stimulator. The patient also wrote that the connection issue has been resolved so far, and that surgical intervention was 4 days prior.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient product ID 97755 serial# (B)(6): product type recharger product ID 97745 serial# (B)(6): product type programmer, patient h3. Analysis of the ins found that it was functionally okay with insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was premature battery depletion and the ins would not hold a charge. The ins was replaced following failure to resolve the issue by replacing the charging paddle and patient controller. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.